Manufacturer narrative:
Additional information was added: the lot was manufactured from december 05, 2018 - december 07, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Repeater pump system level testing was performed using sterile water which revealed a leak from the pvc (polyvinyl chloride) tubing where it attached to the connector pump head assembly. The reported condition was verified. The direct cause of the condition could not be determined, however could be attributed to inadequate or lack of adhesive applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was leaking during setup. There was no patient involvement. No additional information is available.